Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a clinic visit the atrial lead exhibited increased impedance and loss of capture. On (B)(6) 2016 an attempt to cap and replace the lead was done but the patient was occluded and a new lead could not be implanted. The lead was programmed off and the device was programmed to vvi mode. The patient was in stable condition.

Event description:
New information received on (B)(6) 2018 stated that the lead was explanted and replaced on (B)(6) 2018 due to loss of capture. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces. Visual analysis found an external abrasion which exposed the outer coil at 11.0 cm to 11.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. An external abrasion was also noted at 14.5 cm to 14.6 cm from the connector pin which exposed the outer coil. The abrasion was caused by friction to the suture sleeve. The damage found contributed to the reported high impedance and loss of capture.